Event description:
It was reported that when patient presented remote via merlin.net transmission, device was oversensing. Patient received inappropriate hv therapy. Review of episodes showed oversensing. It was recommended that patient be seen in clinic for chest x-ray and device evaluation. All other lead measurements showed normal except for atrial pacing lead which showed low impedance measurement. Patient later presented to clinic after receiving inappropriate therapy. Patient was symptomatic with bronchitis and coughing. X-ray showed tip of lead high in septal wall. Programming changes were made and no complaints since. Patient was consulted for both ra and rv lead extraction although patient elected to proceed with procedure at a later date.